Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display screen will not hold calibration for more than an hour. The device was in use, however no health consequences or impact were reported.